Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer was hospitalized due to diabetic ketoacidosis on (B)(6) 2013 with blood glucose of lower than 417 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with manual injection, insulin intravenous, fluid and potassium. The insulin pump will not be returned for analysis.